Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that once an intra-aortic balloon (iab) was inserted, it immediately alarmed indicating an optical issue. The physician did not want to troubleshoot, and replaced the balloon with a new one. There were no issues with the second balloon. The same console was used with the balloons. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(6).

Event description:
It was reported that once an intra-aortic balloon (iab) was inserted, it immediately alarmed indicating an optical issue. The physician did not want to troubleshoot, and replaced the balloon with a new one. There were no issues with the second balloon. The same console was used with the balloons. There was no reported injury to the patient.